Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received multiple intermittent inaccurate fill estimates displayed on the insulin gauge. It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 89 units. Reportedly, the cartridge was filled with 280 units of insulin. The customer¿s blood glucose level reached 98 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.